Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 15 - ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 23:19:39 and 04:21:21. Sensing - interference/noise ventricular short interval count v-sic=14 counts, in 0.62 day, on (B)(6) 2011 in the timeframe between 01:23:07 and 16:21:02. Std review - lead integrity alert triggered 3 - patient alerts for lead failure predictor between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the right ventricular lead showed oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.